Manufacturer narrative:
(B)(4) incomplete/interrupted stroke. The (B)(4) cartridge reload was received for analysis with no visual non-conformances and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its firing sequence without any difficulties. Event described could not be confirmed as no instrument was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device would not cut and partially stapled. During the stapling of the colon, the device did not work properly, badly stapled (probably the cartridge for the customer). No section. No further information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.